Event description:
While attempting to defibrillate patient, the device displayed a "bridge test failed" message. Clinician obtained another device to continue treating the patient. Did not indicate that there was any adverse effect to the patient due to the reported malfunction.